Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown unexpectedly due to the battery depleting to 0% overnight. The customer's blood glucose level was 700 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.